Manufacturer narrative:
(B) (4): the instrument was returned to the MFR for evaluation. Visual examination shows that the upper shaft is broken off at the jaw pivot pin forward. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with the application of excessive force. Microscopic examination of the fracture surface revealed a fairly brittle fracture surface, consistent with failure due to excessive force. The observations are consistent with misuse, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the instrument was broken at the tip and the tips would not open. No pt complications were reported.